Manufacturer narrative:
Investigation summary : exec summary - no physical device samples were returned. No samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 1st related complaint for (missing outer cover, missing inner shield or missing tear drop label) on this lot # 1050585. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review for this batch # 1050585 was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd neoflon pro ¿ IV cannula experienced breakage while doing insertion. The following information was provided by the initial reporter: the customer reported that the neoflon pro 26g broke while doing insertion. Half of the cannula only was removed and the remaining half of the cannula was inside the vein.